Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. Blood glucose reading was 400 mg/dl. The customer treated for their high blood glucose with manual injection. The customer was experienced nausea, vomiting, abdominal pain, difficulty breathing. Customer using auto mode feature active at the time of event. Customer alleging insulin pump was under delivering due to customer changed infusion set but still blood glucose rising. Customer¿s current blood glucose was 188 mg/dl. The insulin pump and reservoir will be returned for analysis.